Manufacturer narrative:
Method: risk assesment. Result: the reported event of cage migration/pull out was confirmed via stryker sales rep. No device returned and no lot# was provided therefore, device inspection, device history review and complaint history review could not be performed. Per email correspondence with the sales rep, "it was not an issue with failure of wedgenose implant. Implant was most likely undersized at the time of the initial surgery which allowed for movement and replacement." Conclusion: therefore the probable root cause of this event in patient or user error.

Event description:
It was reported that; the case on 12/10/15 was a revision of the first case due to the spacer backing out and then the surgeon revising with an implant. Update (23-may-2016): complications during the initial surgery of an cage backing out. The case on (B)(6) 2015 was a revision of the first case due to the spacer backing out and then the surgeon revising with an implant.

Event description:
It was reported that; the case on (B)(6) 2015 was a revision of the first case due to the peek spacer backing out and then the surgeon revising with acculif pl. Update (23-may-2016): complications during the initial surgery of an avs wedgenose cage backing out. The case on (B)(6) 2015 was a revision of the first case due to the peek spacer backing out and then the surgeon revising with acculif pl.